Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering low vte (exhaled tidal volume). There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering low vte (exhaled tidal volume) was confirmed. Ventec opened the device to perform a visual inspection and observed that the external flow module (efm) cable was not fully seated. Ventec plugged in the efm cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the issue to be that the efm cable was not fully seated.